Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer reported that the brake pedal was broken. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional fields: e1(event site state: 060). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "brake pedal" of the main unit broke during use, and no one was injured. A getinge field service engineer (fse) had evaluated the unit and found that the caster pedal of the iabp host is broken. Than the fse had replaced the "d401-00-0059"- caster, maxi-lok and replaced the one caster and it works normally. The equipment had passed all the factory-specified performance and safety index tests. The equipment has been delivered to the customer and is ready for the clinical use. There was a patient involvement but no harm reported. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0401-00-0059 with a reported unit failure of the brake pedal of the caster being broken. The fat performed a visual inspection and found the part to have the brake pedal broken. Please see attachment. Fat was able to verify the reported issue of the brake pedal being damaged. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.